Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy. Lead dislodgement was observed due to twiddlers syndrome. Lead revision is planned. The patient was stable and in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.